Manufacturer narrative:
(B)(4): evaluation: results: (endoleak; removal of implant). Results and conclusions: (short aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology was reported as a short aortic neck, less than 10 mm in length. It was reported that the stent graft was explanted due to a type I endoleak. The physician does not correlate it to the stent graft but to the aortic neck length. An internal review of post implant, non-contrast CT's indicates a possible short aortic neck. No further information leading to the explant was provided and the patient is fine.